Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample with open packaging was provided for evaluation. Visual inspection along with comparison against the product technical drawing was conducted. The set was within internal specifications. Furthermore, the sample underwent functional leakage and occlusion test, and no defect was detected at this time. Based on the investigation findings, the reported defect was not confirmed or replicated. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: detailed inquiry description: during IV fluid infusion tubing was leaking from the white round filter above the port. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.